Manufacturer narrative:
A ge service representative performed an onsite investigation. The key assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported an intermittent x-ray disabled error message. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.